Event description:
The complainant stated the bed has no functions working and the head section is in the raised position.

Manufacturer narrative:
The accounts maintenance isolated the issue to the beds control box. Repairs have been completed.